Manufacturer narrative:
Concomitant medical product: 4524-45 lead implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an altered mental status and low heart rate in the 30's. It was noted that the right ventricular (rv) lead exhibited loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced 3rd degree heart block and the rv lead exhibited high rising thresholds. The rv lead was reprogrammed. It was also reported that the implantable pulse generator (ipg) exhibited elevated thresholds. The ipg was reprogrammed and remains in use.